Event description:
It was reported that the device did not have a charging tone for energy level selections below 50j and failed to discharge the charged energy. There was no patient involvement associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the third party biomed technical assistance and informed that the power conversion pcb assembly replacement would most likely be needed to repair device. Follow up with the reporter confirmed that the biomed replaced the power conversion pcb and observed proper device operation. The device has been placed back to service. The removed assembly has not been returned to physio-control for evaluation; therefore, further investigation could not be performed.